Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with stuck motor error alarm loop during bolus delivery. The motor was tested outside of the device and passed; the motor may have had an intermittent failure that was not detected during our testing also; the insulin pump was received with intermittent button response due to corroded keypad traces. However, the insulin pump passed rewind, basic occlusion, prime/a33 and displacement tests. The insulin pump has received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads.

Event description:
It is reported that the customer is having motor error alarm and button error on the insulin pump. Customer's blood glucose at that time was 352mg/dl. Advised the customer that the insulin pump would be replaced. No further information provided